Manufacturer narrative:
Update: pt weight. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: enew2020c80ee, serial/lot #: (B)(4), ubd: 23-feb-2011, UDI#: (B)(4) ; product ID: enbf2816c145ee, serial/lot #: (B)(4), ubd: 17-dec-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that approximately 9 years and 7 months later the patient suffered right iliac limb stenosis. The cause of the event is unknown. No additional clinical sequelae were reported.